Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had been failing multiple times. The field service engineer (fse) logged in, opened diagnostics, cleaned the trays and drawer, removed and reseated the row boards, reassembled the drawer, and reinstalled the cubies. The fse then removed the back panel, checked and reseated the connections, reassembled the unit, rebooted it, and confirmed that it was working. The hardware test application was used for testing, and the customer verified functionality by performing an inventory check. Preventive maintenance was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed multiple times. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.